Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626108) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder/ urinary problems: bladder problems"), urinary tract disorder ("bladder/ urinary problems: urinary problems"), urinary tract infection ("bladder/ urinary problems : uti"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), vaginal infection ("bladder/urinary problems: vaginal infection") with vaginal discharge, vaginal haemorrhage ("vaginal bleeding") and cystitis ("bladder infection"). The patient was treated with surgery (bilateral tubal essure device removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, dysmenorrhoea, abdominal pain, back pain, intermenstrual bleeding, iron deficiency anaemia, bladder disorder, urinary tract disorder, urinary tract infection, alopecia, tooth disorder, headache, vaginal infection, vaginal haemorrhage and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2008. She received treatment for bladder/ urinary problems - bladder problems, urinary problems, urinary tract infection (uti), vaginal infection, vaginal discharge. The patient reported that she was unable to afford essure removal surgery. Coils: left- 04, right- 02. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number: 626108, manufacture date: 2007-10, expiration date: 2009-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case becomes an incident. Removal was added. Reporter, surgery names and dates were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.